Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side rupture. Health professional reported right side "painful right breast lump and breast pain. Examination revealed a large axillary lymph node, which was silicone laden." Device remains implanted.